Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows an implanted dialysis catheter from which a clinician is noted to be drawing out the blood using a syringe. A large volume of blood-tinged air bubbles are noted to be present within the syringe during post-insertion aspiration process. Therefore, the investigation is confirmed for the reported air or gas in device issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent venous catheterization procedure under interventional guidance using the hemostar. During post-insertion aspiration, a large volume of blood-tinged air bubbles was withdrawn. The catheterizing physician assessed that allegedly the catheter might have ruptured and was leaking air, rendering it unusable. After removal, a replacement catheter was inserted and functioned normally.

Event description:
On (B)(6) 2025, a patient underwent venous catheterization procedure under interventional guidance using the hemostar. During post-insertion aspiration, a large volume of blood-tinged air bubbles was withdrawn. The catheterizing physician assessed that allegedly the catheter might have ruptured and was leaking air, rendering it unusable. After removal, a replacement catheter was inserted and functioned normally.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.